Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during a mid right coronary artery stenting procedure, during pre-dilatation of the moderately tortuous and heavily calcified lesion, the rx voyager balloon ruptured. Atmospheres and number of inflations are unk. There was no adverse pt sequela reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported, the product was discarded. Potential factors of balloon ruptures during use include, but are not limited to, mechanical damage from interaction with another product, accessory, anatomy, blockage in the lumen, or inflating above rated burst pressure (rbp). Reportedly, the target lesion was heavily calcified, which may have contributed to the material rupture; however, the exact cause is unk. Based on the incident info, a conclusive cause for the reported balloon rupture cannot be determined, but there is no indication of a product deficiency. All catheters are 100% visually inspected for balloon damage and leak tested during the mfg process. Additionally, a sampling of units is destructively tested to verify balloon rbp integrity.